Event description:
A customer contacted baxter's (B)(4) to request assistance on the home choice (hc) machine. Per the initial report, the home patient (hp) reported a check supply line alarm during refilling the heater. The hp stated the heater bag was empty and the supply bag still had solution so she disconnected the bags and connected the supply bag to the heater line. The technical service representative (tsr) explained the possibility of contaminating the lines when unspiking and respiking the bags. The tsr explained the alarm and advised the hp would need to end therapy. The tsr assisted the hp with ending therapy. There was no patient injury or medical intervention indicated at the time of the initial report. The nurse was contacted on (B)(6) 2010. The nurse stated she was unaware of the event and did not know the status of the patient. No further information was available at this time.

Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. The sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). Additional information: an engineering quality review was completed for this report of a check supply line alarm. The reported condition was not confirmed due to lack of product sample. A batch review was not performed because lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the incident was due to an empty bag. The patient stated there was no solution in any of the bags because he had to prime twice. There was also a user error identified in this report; the patient disconnected both the empty heater bag and supply bag then reconnected the supply bag with solution to the heater line. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).